Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient had a percutaneous endoscopic gastrostomy (peg) tube placed on (B)(6) 2016. It was reported that the on an unknown date, patient noticed stoma site redness, pus like drainage in the morning and a slight pink tinge in the peg tube. Patient applied neosporin to the stoma site for three days as advised by the physician. On the fourth day the symptoms returned and discharge started again. The patient's physician started him on antibiotic keflex on (B)(6) 2016.